Event description:
Physician was attempting to deliver 1 resolute integrity drug-eluting stent to a severely calcified lesion in the lm-lad with 90% stenosis and moderate tortuosity but the stent could not cross the lesion. Lesion was pre-dilated. The stent dislodged from the balloon and was removed using the guiding catheter and wire. A resolute integrity stent was then successfully implanted. Patient is reported to be fine post procedure.

Manufacturer narrative:
Evaluation results and conclusions: (dislodged). (Lesion morphology). ¿ 90% stenosis, moderate tortuosity and severe calcification. (No results available since no evaluation performed). - device or procedural images not provided for review. (None). Device not returned for evaluation. (B)(4).